Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose. Customer blood glucose level was 52 mg/dl. Customer's current blood glucose level was 92 mg/dl. Customer had treated low blood glucose with food. Trouble shooting was performed. Customer was not reporting symptoms related low blood glucose. Customer was using insulin pump within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.